Event description:
Health professional reported separate surgeries performed to replace the port and band due to multiple events involving the lap-band system. The first surgery was performed to replace the original port after the pt began complaining of "tenderness" around the port site. The surgeon discovered "pus" had formed around the port and the tubing had eroded. Health professional said a "laparoscopy" was later done to replace the original band portion, because the pt began feeling "pelvic and abdominal pain." The surgeon discovered another "infection on the tubing." Health professional noted that the pt's chart said the pt was later readmitted to the hospital, because a hematoma and abscess were found at the stomach wall. Heath professional said it is not known if the symptoms had resolved as the surgeon "hasn't seen the pt" since the band replacement surgery.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Abscess, infection, erosion, hematoma, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain, infection, and abscess as follows: there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port dis-placement, port site pain, spleen injury, and wound infection. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the possible outcome of hematoma as follows: "perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."